Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. No moisture damage found inside the insulin pump. Device received with cracked case at display window corners, battery tube threads, minor scratched display window. (B)(4).

Event description:
Customer's mother reported via phone call there was a keypad anomaly. The keypad was not responsive. Customer's blood glucose was around 342 to 350 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.